Event description:
It was reported that a patient presented with high defibrillation impedance noted on the right ventricular lead. Lead testing was recommended. No further intervention or adverse patient consequences were reported.